Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead in segments returned and analyzed. The helix would not extend due to being over-retracted. Blood/body fluid was present on the helix mechanism and the distal conductor, and a distorted distal conductor and tip seal observation were noted.

Event description:
It was reported that at implant attempt the lead fixation mechanism was not functioning. The screw (helix) did not deploy, despite up to 20 rotations. The lead was reportedly cut when trying to maintain venous access. The lead was not implanted and was replaced. There were no patient complications reported as a result of this issue.

Event description:
It was reported that during the implant attempt procedure, the lead fixation mechanism (helix) would not deploy after 20 rotations. The lead was not implanted and was replaced. No patient complications were reported as a result of this event.